Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via psr (product surveillance registry) in regards to a patient who was being treated with compounded baclofen intrathecal (300 mcg/ml; 45.02 mcg/day), morphine intrathecal (15 mg/ml; 2.251 mg/day), bupivacaine intrathecal (30 mg/ml; 4.502 mg/day), and clonidine intrathecal (400 mcg/ml; 60.03 mcg/day). The patient was also able to receive patient activated doses. The doses were programmed as follows: 0.3 mg morphine, 0.6 mg bupivacaine, 8 mcg clonidine, and 6 mcg baclofen. The patient was allowed a max of 6 activations/day. The pump had last been changed on 04/24/2013 and was examined on (B)(6) 2013. The patient's indication for use was non-malignant pain and lumbar radiculopathy. The patient experienced medication side effects of urinary retention on (B)(6) 2013. As a result, an 11% decrease in the pump dosing was programmed on (B)(6) 2013 (concentrations and drug type remained the same). Urecholine was administered on (B)(6) 2013 as an intervention. The event was related to the device or therapy and not related to the implant procedure. The event was specifically related to the intrathecal bupivacaine (there was no change in the drug as a result of the event). The issue had resolved without sequelae on (B)(6) 2013. Information regarding the patient&#38112;medical history, additional medications taken at the time of the time of the event, or cause of the event was not provided. Should additional information be received, it will be reported in the form of a follow-up report.